Manufacturer narrative:
During failure analysis, the customer's complaint was confirmed. The upper bearing of the device was damaged and heavily corroded. The corroded bearing was identified as the probable cause of the failure since the presence of corrosion can lead to increased friction between moving parts resulting in heat production. The attachment was discarded because it is not a repairable device.

Event description:
The stryker micro drill long straight attachment was sent in for evaluation because it was overheating during a dental procedure. No adverse event was reported, the procedure was completed with another device without any procedure delay.